Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the stay safe connection of the tubing set. The connection became loose and the pt was disconnected from the cycler. Pt was in drain three of five treatments. Pt stated that she did not properly tighten the connection and it became loose as a result. Rn states that pt developed peritonitis as a result of this event. Pt discarded the sample; sample is not available.

Manufacturer narrative:
Medical records have been requested by the MFR. Records will be reviewed upon receipt and a supplemental report will be filed with the information and device investigation results.